Event description:
It was reported that the product is not waterproof.

Manufacturer narrative:
Our investigation into the complaint has now concluded. A sample dressing was returned for this product, this was functionally tested for waterproofing and achieved a pass result. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product that could have resulted in any of the issues experienced. In addition it can be confirmed that the product passed all testing against finished product specification at the point of release. Test results for the waterproofing of opsite post op products manufactured in the last 3 years was reviewed and no failed test results were found.